Event description:
Attempted to shock pt with r2 electrodes with the defibrillator analyzer mode and was unsuccessful. The defibrillator was changed to manual mode at 200 joules and the defibrillator showed a straight line and would not function. Back-up ems service arrived and shocked with a zoll defibrillator and zoll "stat padz." The pt was successfully converted and taken to the hosp. No pt injury was reported to ballard medical. Ballard medical products has no first hand knowledge of the allegations, but is relaying info received from outside sources pursuant to federal regulations.